Event description:
Siemens received a report on (B)(6) 2012 that the displayed value of the y2 jaw position had changed from the correct position at some time after switching of the system the evening before. Reportedly, the customer had switched on the system by way of the s40-timer in the morning, and found that the y2 jaw displayed value of 10.0 cm had changed from the correctly displayed value of 9.5cm from the evening before. The system did not show an error message of the y2 jaw movement from the preset values. There was no treatment performed in the occurrence. The customer switched the system off, then on again. The value of the y2 jaw was then correctly displayed at 10.0cm. This reported issue occurred in (B)(6).

Manufacturer narrative:
Siemens became aware of the reported issue on (B)(4) 2012, and mailing this MDR on (B)(4) 2012. The reported issue was solved by replacing the 4-channel v/f pcb. The customer is still using old primeview and control console versions. Newer versions have included additional checks for deviation of the jaw position. (B)(6).